Event description:
It was reported that the dicom header information that was sent from the agfa adc system to a non-agfa pacs system consistently showed the pt orientation as "l/f", no matter what orientation the pt was actually positioned.

Manufacturer narrative:
The manufacturer's investigation determined that the dicom header information sent from agfa adc qs software version 2.0 was correctly interpreted in the agfa pacs systems and several brands of non-agfa pacs systems, yet in two specific brand of non-agfa pacs systems, the information was misintepreted. This resulted in the dicom header always marking the orientation as "l/f". There were no adverse events reported as a result of this, as this was easily recognized and did not affect the l and r orientation markers placed during the imaging procedure.